Event description:
During or short neck, 28mm head applied and there appeared to be a mismatch between the cone and the female portion, in the short neck head. Another 28mm was tried and it appeared too loose and a good lock could not be obtained. A standard head and morris cone was used to get a good lock.